Manufacturer narrative:
Additional information provided: the event occurred during priming determines this file is no longer reportable.

Event description:
The customer reported that the tubing separated where it was intended to be bonded at the port 2 times with the same patient in the nicu while priming tpn to gravity. There was no patient harm.

Manufacturer narrative:
Patient was an infant. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing separated at the port 2 times with the same infant in the nicu. Although requested, there are no other details provided. There was no report of patient harm.